Event description:
It was reported that during implant the ventricular lead exhibited loss of capture. The lead was removed and a new lead was placed successfully. The patient was stable. The procedure was completed with no anomalies noted.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.